Event description:
It was reported patient underwent an ulnar collateral ligament procedure on (B)(6) 2013. Surgeon was unable to utilize the drill as the diameter of the drill did not match the implant. New holes were drilled and bone tunnels were utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it appeared the user did not properly line up parallel with the drilled hole or the hole was missed when inserting the implant. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-06198 / 06199).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. During the evaluation, it appeared the part had been previously opened and utilized. Engineers noted this is an issue that the customer caused. The product did not leave biomet in this condition. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-06198 / 06199).